Manufacturer narrative:
Initial reporter phone: (B)(6). Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. During the initial procedure a type ia endoleak was realized at the proximal sealing zone, but successfully solved with the implantation of an aortic extender endoprosthesis. On an unknown date in 2011 the patient underwent treatment of a type iii endoleak that originated from the separation of the trunk-ipsilateral leg endoprosthesis and the aortic extender endoprosthesis. It was successfully solved by implanting a medtronic aortic extension.

Manufacturer narrative:
Corrected information.

Event description:
The following was reported to gore: on (B)(6) 2008, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. During the initial procedure a type ia endoleak was realized at the proximal sealing zone, but successfully solved with the implantation of an aortic extender endoprosthesis. On (B)(6) 2011, the patient underwent treatment of a type iii endoleak that originated from the separation of the trunk-ipsilateral leg endoprosthesis and the aortic extender endoprosthesis. The reason for the endoleak remain unknown. It was successfully solved by implanting a medtronic aortic extension. The patient tolerated the procedure.